Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) fired a monophasic pulse and failed the defibrillator test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the distribution node (dn) was out of tolerance. This caused the -5v power supply to be defective, which caused the defibrillator test to fail. The cause of the out of tolerance dn was unable to be positively determined, but was suspected to be associated with failure of components u723 and u725. No adverse event resulted from the damaged wire. The last patient to use this electrode belt did not report any deficiencies.